Event description:
A mother reported that her (B) (6) year old son received a 3rd degree burn under the site of a red dot electrode placement during a head and neck MRI. He had electrodes on his chest and waist that were not removed before the MRI. The electrode on the chest had melted into his skin. Physicians (pediatric and plastic) diagnosed the burn as 3rd degree. He was treated with bacitracin and gauze and left open for 6 weeks. The mother reported that burn has healed with a keloid that may need to be removed surgically. The mother also reported that it was a hospital error; however, she is concerned about toxins or cancer causing agents from the melted plastic that may be trapped under the scarred tissue.

Manufacturer narrative:
Based on the info reported, 3m has determined that user error and failure to follow instructions resulted in the adverse event. The product package insert warns "this device has not been tested for use during magnetic resonance imaging (MRI) procedures. The use of conductive patient-connected devices and pt's lead wire/electrodes in MRI procedures may result in serious pt burns." No further conclusions can be drawn if other factors contributed to the events.